Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation. Visual inspection showed no defects. The device was connected to an in-house solution bag and an in-house secondary set was connected to the top y-site for functional testing with normal flow observed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow across the check valve of an unknown primary set during infusion. The device was being used in a setup with an unknown secondary line and unknown infusion pump. It was reported that when the infusion pump was turned on or off, ¿medication continued to run from secondary bag to primary bag. Fluid would then run from the primary bag to patient.¿ the secondary bag had been filled with potassium chloride. The reporter stated that the therapy had been set to run for 60 minutes; due to the backflow, the patient received less than the expected 10meq of potassium chloride. It was reported that the primary line was then changed, and the secondary medication ran properly without any backflow. There was no patient injury or medical intervention associated with this event. No additional information is available.